Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak discovered during treatment of the patient's pd treatment. During drain 2 there were air detected in cassette and draining slowly warnings. The treatment was stopped and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from cassette. Patient was advised by technical services to let the cycler air dry and try it again the following day. Patient was also advised to inform the pd nurse about the leak. In a follow up, the patient said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and has been using it with no further issues going forward. The patient does not like the new model of cycler set. Patient said it is "petite" and not sturdy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak discovered during treatment of the patient's pd treatment. During drain 2 there were air detected in cassette and draining slowly warnings.the treatment was stopped and fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from cassette. Patient was advised by technical services to let the cycler air dry and try it again the following day. Patient was also advised to inform the pd nurse about the leak. In a follow up, the patient said there was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry and has been using it with no further issues going forward. The patient does not like the new model of cycler set. Patient said it is "petite" and not sturdy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.